Event description:
When the consumer sat on the shower chair, the seat allegedly broke in half. No injury is alleged.

Manufacturer narrative:
(B)(4) was issued for the return of this shower chair. The age of the device is unknown. The model is 9781-1 and serial number is (B)(4). The user instructions for this device is user manual part no 1122173. The latest revision [rev c 01/09] was used for this documentation. It is unknown if the consumer has fully read and understands the user instructions. On page 1 a warning is given to make sure the consumer has read and understands the user instructions. "Do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur." The medical condition, stability and medication regimen of the consumer is unknown. On page 2 the following warnings are provided for stability of the shower chair. "All four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. Users with limited physical capabilities should be supervised or assisted when using the shower chair. Ensure that the shower chair is level and stable before use." The size of the tub/shower is unknown. On page 2 this warning is provided for tub floor dimensions. "This product should only be used with tub floors wider than 16-inches." It is unknown if the consumer was using the device as a transfer bench at the time of the seat breakage. The following warning is provided on page 2: "the shower chair is not to be used as a transfer bench, transfer device or climbing device." The consumer is (B)(6). This meets the weight limitations stated on page 2. It is unknown if there was additional loading on the device that may have caused the break. "These shower chairs (models 9780 and 9781) have a weight limitation of 400 lb (182 kg) each." It is unknown if the consumer followed the installation warning on page 1: "after any adjustments, repair or service and before use, make sure that all parts are properly installed and secure." Photos provided showed that the suction feet were attached and appeared acceptable. On page 1 a caution: the shower chair legs have suction feet. To remove suction, carefully pull up on the lip of the suction foot to release it from the tub. If the suction feet are damaged, they must be replaced immediately.